Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a low pacing impedance measurement of zero ohms. The lead has no other issues and it was recommended to monitor the lead. The rv lead remains in use. No patient complications have been reported as a result of this event.